Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported partial rupture of the catheter at 3 cm. No sas, no glue. Dwell time 51days. Occurred during use. Additional information received 09/05/2024: there were no harmful impacts on the patient as the malfunction of the device was quickly reported and removed by the expert staff. No operator has been exposed to harmful or biological liquids of any other nature. It was necessary to provide a new PICC system to allow the correct continuation of the planned chts. Additional information was received and added to file on november 11, 2024 for this event as part of a focus survey. The following additional detail was provided: placed (B)(6) 2024, total catheter length 40cm, placed in brachial vein, exit site marking 2.5cm, secured with securacath between 2.5 and 4cm. PICC used for oncology treatment. No known occlusions with this PICC, leakage identified by visible hole/fracture outside the patient, and patient symptoms (pain, swelling), and internal break at the 5cm mark. PICC used 34 days. There is no xray imaging of this incident. Catheter site cleaned with chloraprep (chp 3ml). No additional comments.

Event description:
It was reported partial rupture of the catheter at 3 cm. No sas, no glue. Dwell time 51days. Occurred during use. Additional information received 09/05/2024: there were no harmful impacts on the patient as the malfunction of the device was quickly reported and removed by the expert staff. No operator has been exposed to harmful or biological liquids of any other nature. It was necessary to provide a new PICC system to allow the correct continuation of the planned chts.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information was received and added to file on november 11 2024, for this event as part of a focus survey. The following additional detail was provided: catheter placed (B)(6) 2024 - removed (B)(6) 2024. Total catheter length 40cm, inserted in basilic vein with 0cm exit site markings, secured with statlock. PICC used for oncology treatment. There were no catheter interventions to address occlusions. Leak was identified visibly. The break was internal at the 3cm mark, 51 days after insertion. Chloraprep 3ml used to clean catheter site during dressing changes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation were two 4fr sl powerpicc solo catheters. The returned product samples were evaluated and a kink impression with a longitudinal split was observed at the 3 cm marks on the catheter body for sample 1 and between the 6 cm and 7 cm depth markers for sample 2. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. An examination of the catheter structures revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported partial rupture of the catheter at 3 cm. No sas, no glue. Dwell time 51days. Occurred during use. Additional information received 09/05/2024: there were no harmful impacts on the patient as the malfunction of the device was quickly reported and removed by the expert staff. No operator has been exposed to harmful or biological liquids of any other nature. It was necessary to provide a new PICC system to allow the correct continuation of the planned chts. Additional information was received and added to file on november 11, 2024 for this event as part of a focus survey. The following additional detail was provided: placed (B)(6) 2024, total catheter length 40cm, placed in brachial vein, exit site marking 2.5cm, secured with securacath between 2.5 and 4cm. PICC used for oncology treatment. No known occlusions with this PICC, leakage identified by visible hole/fracture outside the patient, and patient symptoms (pain, swelling), and internal break at the 5cm mark. PICC used 34 days. There is no xray imaging of this incident. Catheter site cleaned with chloraprep (chp 3ml). No additional comments.